Event description:
Caller reported a cgm error, identified as error 42, but there was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and the caller confirmed that the cgm error did not recur. The customer successfully began a new sensor session without further issues.